Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker was explanted and replaced due to noise. It was noted that the noise had been previously noted, but was not present or reproducible during the last 2 interrogations. The patient was not pacemaker dependent. There were no complications and the patient was stable following the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.